Event description:
A hospital reported a child was admitted to the hospital due to two "serious" catheter abscesses at the insertion site. The child was treated with antibiotics, and the abscesses were surgically removed. The pharmacy did not have the prescribed 6mm infusion cannulas and instead provided 8mm cannulas. The child's parents used the 8mm cannulas, and this lead to inflammation and serious abscesses. The child was still hospitalized, and the abscesses have improved and the swelling has gone down. It is unk if the infusion sets will be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Product was returned on (B)(4) 2012. The reference samples were visually inspected and tested for flow, leak and needle. All test results were within specifications.